Manufacturer narrative:
This investigation is complete. Should additional information become available this investigating will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited noise. A revision took place and this lead was surgically abandoned. No adverse patient effects were reported.